Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member via a healthcare professional regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient¿s family indicated ¿part in this box and never been acting right¿. The caller did not know if the family member meant the ins or the patient programmer. Patient services reviewed MRI guidelines. No symptoms were reported. No further complications were reported.